Event description:
Info received indicates during a preventive maintenance check, the technician noticed the bed was not going into trendelenburg when the foot lever was engaged.

Manufacturer narrative:
The technician isolated the issue to a hydraulic valve. He replaced the valve to repair the bed.